Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer informed the fse the issue did not re-occur and believed it may have been due to user error. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the patient clearance button was sticking, which caused the universal surgical manipulator (usm) arm to drift. The technical service engineer (tse) reviewed the system logs and found no issues with the patient clearance button. The tse then asked the customer if the grab and go feature might have been causing the arm to drift, but the customer continued to refer to the patient clearance button. The tse explained that the patient clearance button would not likely cause arm drift, whereas activation of the grab and go feature during docking could result in that behavior. The procedure was completing as planned with no reported injury.